Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicated that system fault 46,876 occurred 4,756 31,494 0 0 was recorded in history. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "46876" alarm message during the investigation. Service recommended a microprocessor unit board to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 46876. No adverse effects were reported.